Manufacturer narrative:
Correction g4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Thrombocytopenia: the cause was not determined due to insufficient clinical details. Cardiac perforation: during the delivery of impella the left ventricle (lv) was perforated with the use of a non abiomed wire for delivering the pump. The cause of cardiac perforation is determined to be use issue because of the use of the non abiomed product which is not recommended as per instructions for use. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient presented following coronary angioplasty requiring emergent surgical repair. The patient was centrally cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO) with plan for ECMO reconfiguration, right ventricle assistive device and impella placement with dr. (B)(6). The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The physician placed the impella 5.5 using a competitor's wire, which resulted in a left ventricle perforation. The left ventricle tissue was also noted to be "very friable". The perforation was repaired and chest left open and ECMO reconfiguration was aborted. The team did not administer heparin for heparin-induced thrombocytopenia concerns. Subsequently, the patient left the operating room, however, it was noted that care was withdrawn after 32 hours of support.